Event description:
No new information.

Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. Two photographs, one video, and one 18g nexiva unit were provided for investigation. The video showed fluid leaking from the septum while the IV catheter was in place in a patient. It was noted on the returned sample that the septum was misaligned within the catheter adapter, which likely allowed fluid to leak during use. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Catheter leaked from squeegee site after safetyed. Leaked blood and fluid from this area when flashed in patient.